Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a pacemaker implantation procedure, no radiation was possible. A system restart was attempted, however, it was unsuccessful and the procedure was aborted. The patient was safely removed from the system and we are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply error in the main generator. Investigation of the log files indicated an error in the 5v power supply of the main generator controller (d601), which is part of the x-ray generator. The generator (a100) showed out-of-tolerance messages regarding the +5v power supply. It should read 5.1v but the voltage measurement showed 4.6v. According to experts, the reduced 5.1v power supply could have been caused by a higher load or a poor connection at a connector (x16) on the d601. A poor plug connection can lead to deterioration of the electrical properties of the contact point over time and could cause the described error. This kind of failure has a rare occurrence. The affected board in the d601 has been redesigned in regard to the fuses. Fuse holders and fuses have been replaced by soldered fuses. To further improve the reliability of our systems, siemens has implemented two measures: the mechanical fuse holders including the fuses were replaced by soldered fuses. The connector x16 on the pcb as well as the connector on the cable was replaced by another design. The service engineer adjusted the system voltage and the issue was resolved. No further corrective actions are planned at this time.